Manufacturer narrative:
The adapter passed the optical inspection but has to be changed every 6 month. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, it was reported that the adapter on the patient's infusion device came loose along with the insulin cartridge. The patient had been using the same adapter for three years. His blood glucose level was elevated to 32 mmol/l (576 mg/dl). He went to the hospital on (B)(6) 2013 where he was given insulin. The adapter was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.